Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right below-the-knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. There are two kinks to the inflation lumen 26.8cm and 27.2cm from the tip. Microscopic examination revealed a hole in the inflation lumen 27.2cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right below-the-knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.